Event description:
The pump was returned for investigation. Investigation revealed a keypad leak, moisture ingress, contamination under keypad button contacts, a cracked battery compartment, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump powered on with audible tones, however no vibration due to moisture ingress. The keypad cover was torn, and a leak test revealed a keypad leak. The keypad cover was removed and contamination was found under all key contacts. The pump case was removed and corrosion due to moisture was found in the pump compartment. The battery compartment was also observed to be cracked, and the display screen text appeared dim and discolored. Additionally, the bolus button cover had a hole it in, however the button was still responsive. (B)(6).